Manufacturer narrative:
The laser will not be serviced due to the laser being at end of life (eol).

Event description:
It was reported that during a surgical procedure, the laser system broke down and a water pump issue was noted. The laser would not start. The procedure was not completed due to device issue. No injury to the patient was reported.